Event description:
It was reported that during device interrogation, intermittent oversensing was noted on the right atrial (ra) lead in both bipolar and unipolar configurations. The lead was reprogrammed and the issue resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.